Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction: additional information received indicates the lead was reported on mfg 1627487-2024-10483. This device is no longer considered reportable on this event.